Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) noticed that the connection between the supply line and an empty bag was loose. The technical service representative (tsr) explained the cause of the alarm and had the cg cycle power on the homechoice to clear the alarm. The technical service representative reviewed proper procedures with the cg. In a follow-up call the cg stated they had not seen anything unusual with the supplies during set up. The connections had been ¿normal¿ and were secure. The homechoice was not exposed to any excessive force that may have caused the disconnection. The cg stated they did not see any damage to the cassette or bag while taking down the set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.